Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected total beta hcg result generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced a higher result which better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
All tbhcg samples are run in duplicate. Qc was within the customer's established ranges during the event. Service was dispatched on (B)(4) 2010. The field service engineer (fse) performed a precision test, and the results met precision specifications. No clear root cause for the event has been determined to date.